Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its lcd touchscreen turning black shortly after powering on was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its lcd touchscreen would turn black shortly after powering on. There was no patient involvement associated with the reported event.